Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer was assisted with 5.0 unit fixed prime and insulin exited. The customer stated that the cannula was not bent. The customer declined to troubleshoot during time of call. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.